Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. After the urinary tape placement, the patient experienced acute pain in the groin, legs, pelvis, and lower back, urinary infections, recurrent vaginosis, myofascial and neuropathic pain, inflammation of the obturator muscles and adjacent muscles, vaginal torsion, erosion of the band, and partial removal of the central part. The patient further reported recurrence of chronic and disabling pain, severe pain when sitting, recurrence of incontinence and chronic pain in elders, thighs, buttocks, and back. The moderate to severe pain and recurrent pathologies have an impact on the patient's daily life. The moderate to acute chronic pain, continuous analgesic treatment leading to cognitive slowing, extreme fatigue, mycoses, recurrent vaginosis, urinary tract infections, reduced libido due to pain and restrictions on physical activity and sport have led to difficulty in planning to continue working in these conditions. No further information is available as the reporter contact details were not disclosed.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.